Event description:
The customer reported that an 840 ventilator had an erratic screen. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) pcb. The unit passed extended self-testing.